Event description:
Customer called to report that the insulin pump experienced a prime fill anomaly. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed an error during basic occlusion test due to loose /flush drive support disk. Unable to perform prime/a33 test due to motor error alarms. Insulin pump received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched display window. Insulin pump received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.